Manufacturer narrative:
(B)(4). Implanted in a restenosed stent in the left main. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. It should be noted the IFU states: the xience v everolimus eluting coronary stent system is indicated for improving coronary luminal diameter in patients, including those with diabetes mellitus, with symptomatic heart disease due to de novo native coronary artery lesions. Based on reviewed information, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2010, a 3.5x23mm xience v stent was successfully implanted in the left main, re-stenosed stent. On (B)(6) 2011, the stent was visualized with no issues noted. On (B)(6) 2015, the patient expired. Per study physician, the event was unknown if related to the device or index procedure. There was no additional information provided.